Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Fresenius technical support followed up with the home therapy program manager (htpm) for this peritoneal dialysis (pd) patient for a draining issue and it was reported that the patient had a peritonitis event a month and a half prior to the call and had been experiencing issues since that time. Attempts to obtain additional information were unsuccessful. No further information related to the peritonitis is available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler. Although no information related to the cause of the peritonitis or the pd effluent culture results was obtained, there is no allegation of a device malfunction or deficiency reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius technical support followed up with the home therapy program manager (htpm) for this peritoneal dialysis (pd) patient for a draining issue and it was reported that the patient had a peritonitis event a month and a half prior to the call and had been experiencing issues since that time. Attempts to obtain additional information were unsuccessful. No further information related to the peritonitis is available.